Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. Date of hospitalization was unknown. The customer's current blood glucose was unknown. It was unknown how the customer was treated. It was unknown that the insulin pump was on auto mode or not. Customer stated the insulin pump was under delivering and the retainer ring was damaged. Reservoir was able to lock in place. Customer declined trouble shooting. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.

Event description:
The customer was hospitalized on (B)(6), 2020. Customer was treated with shots. Metal plate on the battery cap was dislodged.

Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged battery cap cracked/damaged, cosmetic damage located at the retainer ring and battery compartment, possible under delivery and was hospitalized for high blood glucoses and diabetic ketoacidosis found on july 15, 2020. Unable to confirm battery cap damage due to insulin pump received without the original battery cap. A test battery cap locks securely into place and the insulin pump powered up properly. Insulin pump was received with a cracked retainer and a cracked case behind the insulin pump near the battery tube compartment. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2021 to (B)(6) 2022. Unable to verify unexpected alerts/alarms and bolus delivery for the event date of (B)(6) 2020. However, the insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay and a scratched case. Unable to confirm battery cap damage due to insulin pump received without the original battery cap. A cracked retainer was confirmed. Cosmetic damage was confirmed at the battery compartment. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucose and diabetic acidosis. Customer alleged for possible under delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.